Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (home nurse) reported that on (B)(6) 2016 "around 3-4 am" the customer's adc blood glucose meter was showing the word "pc" and she was unable to test. The customer reportedly"felt hot", had a hard time speaking, and then experienced a loss of consciousness. Paramedics were called, and at 4:00 am performed a test with their meter with a result of 35 mg/dl. The customer was assessed as having hypoglycemia and treated on scene with an unspecified "IV". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. Meter powered on with button depression and with strip insertion. Pc was not observed. The complaint is not confirmed.

Event description:
A caller (home nurse) reported that on (B)(6) 2016 "around 3-4 am" the customer's adc blood glucose meter was showing the word "pc" and she was unable to test. The customer reportedly "felt hot", had a hard time speaking, and then experienced a loss of consciousness. Paramedics were called, and at 4:00 am performed a test with their meter with a result of 35 mg/dl. The customer was assessed as having hypoglycemia and treated on scene with an unspecified "IV". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed as a correction. The reported "report date¿ was incorrect on the initial submission. The correct report date is 11/28/2016.